Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime test and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had broken belt clip slot, cracked battery tube threads, reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was performed. The device was returned for analysis.